Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls do not indicate an issue. Additional information was not provided for further investigation.

Event description:
The field application specialist reported the user received an erroneous troponin I stat (tni) result for one patient sample. The initial result from a sample drawn at 7:10 am and tested at 2:34 pm was 0.495 ng/ml with a data flag. The result was reported outside the laboratory. A second sample from the patient was drawn at 5:42 pm and the result was <0.300 ng/ml with a data flag and was reported outside the laboratory. The doctor called the lab and complained about the discrepancy between the results from the different draws. The laboratory pulled the first sample and repeated testing on both cobas e601 analyzers with a result of 0.300 ng/ml result with a data flag. On (B)(6) 2011, the field application specialist retested both specimens and also a serum sample from the same venipunctures on both cobas e601 analyzers and the results were all 0.300 ng/ml with data flags. The user submitted a corrected report. The patient was not adversely affected. The tni reagent lot number was 16080601. The field service representative could not find a cause and could not reproduce the problem. To verify the analyzer operation, he ran checks which were acceptable and the user ran quality control which was acceptable. The field application specialist confirmed that the first sample most likely had been in the refrigerator and that it was pulled and tested without coming to room temperature. The user was re-educated regarding importance of having all products and patient samples at room temp before using and running.